Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a leak from the patient line of the cassette. This occurred during fill one of peritoneal dialysis therapy. The technical service representative advised the home patient to start over with all new supplies and assisted the home patient with ending therapy. The home patient would complete therapy by starting over with all new disposables. There was no patient injury or medical intervention associated with this event. No additional information is available.